Event description:
Pt being transported to nuclear medicine with liquid o2. O2 container placed on cart along side pt and covered by a blanket. Upon arrival in nuclear medicine blanket removed and "smoke" was noted to be coming from o2 container. Container found to be lying on its side, was placed in upright position. Pt complained of being "cold." Later same day found to have large area of second degree burn from buttocks to knee on right posterior side. Use of liquid o2 system recently initiated at hosp. Distributor in service insufficient to apprise staff of safety precautions in proper use of product.